Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein one lead was replaced and a coveredge paddle was inserted. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: exact date unknown, event occurred february 2024.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein one lead was replaced and a coveredge paddle was inserted. No further information could be obtained. Additional information was received that the patient was doing well postoperatively and the explanted device was kept by the medical facility.